Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not recall when the product issue first began. The patient manages their diabetes with self-adjusted insulin. The patient reported taking more food/drink at 1:00 pm on (B)(6) 2014. The patient reported developing a symptom of ¿shaky¿ after the product issue began but could not recall how much time had passed since the start of the product issue. The patient did not report any treatment for this symptom. At the time of troubleshooting the csr confirmed that the patient had not removed a protective sticker from the battery and the power issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.